Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 the customer reported that the unit is not allowing rewind. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked middle (enter) keypad button, scratched case. Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unexpected pump errors 3 or 4, motor errors, or prime/rewind anomalies were noted during testing. Thus software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any related motor alarms or pump errors that may have occurred around the event date. The adapt tool does not list any pump errors 3 or 4 whatsoever, but the adapt tool does list a pump error 43 and a pump error 130. Pump error 43 occurred on 09/23/2021 with 14 errors and on 09/24/2021 @15:06 and 15:08. Pump error 130 occurred on 09/23/2021 with 6 errors and on 09/24/2021 with 4 errors. The case was cut open. After visual inspection, there is corrosion on/around the following: battery compartment, battery board; pcba1--back of the lcd screen, sides of the board. The motor was tested outside the unit, and it passed. In summary, the customer¿s report that the device is not allowing rewind was not confirmed during testing. The pump errors 130 and 43 are due to moisture damage. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. The customer stated they were able to clear the alarm but were not able to complete the rewind process. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.